Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 85-59mg/dl fasting. Verified the strips expire 06/17/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test, 86mg/dl not fasting. Reviewed meter memory: 54mg/dl. (B)(6) 2015, 10:30:00 am, fasting: yes; 86mg/dl. (B)(6) 2015, 08:00:00 am, fasting: yes; 59mg/dl. (B)(6) 2015, 07:45:00 am, fasting: yes; 39mg/dl. (B)(6) 2015, 06:15:00 am, fasting: yes; 56mg/dl. (B)(6) 2015, 07:00:00 am, fasting: yes. Customer's concern: 39mg/dl, on (B)(6)2015 at 07:00am.